Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.5/+3.0/092 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019, the lens was exchanged with a shorter lens due to excessive vault, glare/halos, and blurred vision. The problem was resolved.